Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie intestinal tube. Conservatively, abbvie has chosen to report this event due to the potential that the intestinal tube involved could have been the abbvie intestinal tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was discarded. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016 patient underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement with jejunal (peg-j) tube. In (B)(6) 2017 a knot was identified by the patient and the tube was discarded.